Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. No moisture damage found inside the device. It was also received with cracked case at the display window corner and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer explained that the insulin pump was exposed to sweat since she was wearing it against her skin. Blood glucose value was 296 mg/dl. She was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.